Manufacturer narrative:
Device eval summary: eval of monitor (B)(4) has been completed. The reported problem (damaged response buttons) has been confirmed. The cause of the nonfunctional response buttons was physical damage to the switches. The metallic domes had been peeled off both switches. The source of the physical damage cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(4) old female pt contacted zoll lifecor customer support service to report that the response buttons are stuck and will not respond to the system. The pt was provided with a replacement monitor.